Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were not able to figure out the cause of the settings not being very high, the settings not available, and stimulation not working issues. Rep noted that with the new system, it happens, and you have to program around that. To resolve the issues, rep met with patient and reprogrammed their devices and now the patient is doing well. They stated everything worked out ok, the programming worked, and they have not heard from the pt in a few weeks. The patient's weight at the time was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated their controller is not working. Caller stated that last night they turned their stimulation up to "4" before bed, and this morning when they went to try and turn it back down, they couldn't because the controller was not working. Caller stated the screen was blank "either white or gray but nothing is there" and would not respond. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 0% and implant is 80%. Caller noted it was vert difficult to get the battery compartment door back in place. Caller confirmed green light was flashing. Caller was able to lower stimulation intensity. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Caller was difficult to hear/understand at times and noted they are currentlyout of the country halfway across the world but did not say where. Patient (pt) called back from number in phone 2 saying their controller was acting funny and repeated they called for help yesterday. Pt thought everything was ok, but now the language was different and they couldn't raise intensity. Patient services (pss) walked pt through changing language back to english. Pt then reported the screen said stimulation is off. Pss reviewed pt would not be able to increase stim if stimulation was off. Pt turned stim back on using top white button and was able to then increase stim. Pt confirmed it was working. Additional information was received from the patient. Patient called back and stated that their controller completely stopped working properly and their controller was acting funny the last couple of weeks. Pt stated last friday it completely stopped. Pt noted a cannot do anything just the vibration message displayed on their controller. Pt inquired if their settings would change with a new controller, and it was reviewed with pt that their settings would not change. Pt also noted they had 2 previous representatives that made changes to their programming and only the last change worked correctly. It was reviewed with pt that however they were programmed by their representative then their settings should still be the same. Patient called back and stated the replacement controller did not resolve the issue, and they are still having problems and not able to turn "it" on. Patient stated the stimulation is not working. Patient last charged the implant 3 days ago but all the charge remained the last time they checked the battery level. Patient kept seeing "no device found" when trying to connect with the controller. Patient services (pss) had patient connect the recharger and try again. Patient connected with "recharging excellent" and saw the controller had 80% and the implant had 90%. Patient went to the therapy screen and saw "settings not available." Patient was in group c with program 1. Pss had patient go to group a, patient had programs 1-4. Patient was able to increase the intensity in group a and was feeling stimulation. Pss reviewed settings not available message and redirected patient to the field. Patient added that the person they saw before reaching out to a manufacturer representative (rep) put them on "settings from hell" for 6 months. Patient stated they need to meet with someone who is good at programming.

Event description:
Additional information was received from the rep. Rep states they are with the pt today and reviewed that the pt is seeing 'settings not available' and technical services (ts) was able to find this first reported in this case on 2022-nov-15. The rep states they were notified today, confirmed managing doc listed in this note. Rep states the pt is set up on dtm and their settings are 'not very high'-- 3.xma and 2.xma on all 4 programs with impedances that are 'quite low' (600s/700s ohms per the rep) on each electrode that is programmed. Ts confirmed rep is changing reference electrodes when working with the pt. Rep states if the pt tries to turn stim up to 3.8/3.9ma on a program the 'settings not available' comes up. Ts reviewed that the replacement controller given to the pt that was referenced in this case, does not an influence this message and that it is related to settings/impedances. Ts reviewed options around programming and advised that the rep may simply need to get deep into programming to negotiate around what settings (usec/hz et c) are most important for this pt.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot#/serial# (B)(6), product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.